Event description:
The end user had received this device in 2007 which worked fine until most recent when he reported he went outside in his wheelchair to empty the garbage and was left stranded outdoors in cold weather. The end user stated his son came out flipped up 2 switches in the back of the chair and the chair moved. Also he had reported prior to this incident he noted that the device was moving slow. Please see addtional information received.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is 5 years old. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The end user has reported the device worked fine for a few years then over time required servicing and replacement of some parts. He voiced concern with the dealer related to calls he had placed for servicing. Of note: the dealer who has been servicing this end user's powered wheelchair has been called for additional information. In speaking with the individual who is aware of end user's complaint has reported the issue had been with the joystick and they were under the understanding that the end user was up for a new chair. So instead of putting more money into the old chair for the repairs, they were waiting for his insurance to cover a new one. They were not aware of any stranding issue identified in his complaint.